Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 205-av messaging data corrupt) has been confirmed. As received, the monitor was resetting. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the constant resets and code 205 was a flash memory failure (components u102 and u105) on the compute/analog board sn (B)(4). Root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a code 205. The pt was issued a replacement monitor.